Event description:
It was reported that during an unk procedure, the device would not staple and would not cut. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.